Manufacturer narrative:
(B)(4). Concomitant medical products- biomet cc I-beam tray 71mm catalog #: 141223 lot #: j2486930, arcom series a standard patella catalog #: 184762 lot #: 842890, vanguard ps tibial bearing catalog #: 183642 lot #: 653900, vanguard ps open femoral 67.5 catalog #: 183130 lot #: 130510. The complainant has indicated that the product will not be returned, as it was likely discarded upon removal and not returned with other implants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001825034-2018-03995, 0001825034-2018-03993, 0001825034-2018-03992, 0001822565-2019-02986. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision approximately six (6) years post-operatively to address pain, swelling, loosening and a potential allergic reaction. Revision operative notes identified a large fibrous mass in the metaphysis and im canal, and the tibial component appeared to be loose. All components were revised with competitor products except for the patella, which remains implanted in patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by actual associated devices received and operative notes received. Bone cement was visible on the backside of the femoral and tibial components. Operative notes identified loosening of the tibial component. Device history record (DHR) was reviewed and no discrepancies were found. Per the investigation report from the supplier, loosening is a known potential adverse effect. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.